Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: visual evaluation of the returned device found that the flare was detached. The handle cannula was in good condition and there was evidence of flaring process. Functional testing could not be performed due to the flare detachment. The complaint was confirmed; the flare detachment prevented the snare loop from extending and caused the catheter to appear to be the incorrect length. The review and analysis of all available information failed to indicate a root cause and is therefore, undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used in the large intestine during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2016. According to the complainant, during preparation, the snare loop failed to extend out of the sheath when handle was manipulated. They suspected that the plastic sheath was longer than usual or the wire length was shorter than the labeled size. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached. For full investigation details.